Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath drew in air and the flush connection was leaking. During preparation for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure a faradrive sheath was selected for use. The sheath drew in air and exhibited a leak from the flush connection. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the sheath drew in air and the flush connection was leaking. During preparation for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure a faradrive sheath was selected for use. The sheath drew in air and exhibited a leak from the flush connection. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. It was further reported there was no liquid leak visible, contra what was previously reported. Air bubbles were observed in the flush tubing when the device was aspirated after inserting the catheter.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Correction to the initial MDR in block h6 device codes. Additional information was added to block b5 describe event or problem.

Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. No abnormalities or defects were found on the exterior of the sheath. The sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Prior to microscope imaging, silicone oil was present on the valves. Inspection of the hemostatic valves found the internal valve torn on the outer and inner faces near the center slit. This defect compromises the valves' ability to seal pressure and fluid within the sheath. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that the sheath drew in air and the flush connection was leaking. During preparation for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure a faradrive sheath was selected for use. The sheath drew in air and exhibited a leak from the flush connection. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. It was further reported there was no liquid leak visible, contra what was previously reported. Air bubbles were observed in the flush tubing when the device was aspirated after inserting the catheter.